Event description:
The physician was attempting to open an occlusion in the left common iliac artery with an outback catheter. He was subintimal and trying to reenter around the common femoral artery. It was heavily calcified so he pushed forward very hard with the outback catheter in order to facilitate piercing. He had made multiple passes. The last time he retracted the cannula it looked (on fluoroscopy) like the needle tip did not retract. The physician was able to retrieve the tip with a snare. The pt was fine. No pt injury.